Manufacturer narrative:
The reported complaint of user advisory - ua07 (discrepancy between load 1 and load 2 too large) on the autopulse platform (serial #(B)(4)) was confirmed during functional testing and archive data review. The investigation findings revealed that the root cause of the reported issue was due to defective load cells as a result of aging components. The autopulse platform was manufactured in november 2007 and has been operating for over 11 years. According to zoll service records, the autopulse platform previous preventive maintenance (pm) was in november 2013 (over 5 years ago) and therefore, lack of pm can also attributed to the faulty load cells. Unrelated to the reported complaint, damaged top cover, bottom and front enclosures and battery compartment and cable on the autopulse platform were observed during visual inspection. These types of physical damages were likely attributed to mishandling. The damaged parts were replaced. During archive data review, multiple ua07 error messages were observed on the event date. Thus, confirming the reported complaint. The initial functional testing of the autopulse platform could not be performed due to ua07 (discrepancy between load 1 and load 2 too large) displayed upon powering on. Thus, confirming the reported complaint. To remedy ua07, the defective load cells identified during service evaluation were replaced. During re-evaluation, the autopulse was subjected to the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test battery until discharged without any fault or error. The ap platform passed all functional tests and it is ready for clinical use. Historical complaints were reviewed for service information related to the reported complaint and there was no similar complaint reported for autopulse with serial number (B)(4).

Event description:
During shift check, customer reported that the autopulse platform (serial #(B)(4)) displayed user advisory - ua07 (discrepancy between load 1 and load 2 too large) error message. The customer replaced the lifeband but was unable to clear the advisory. No patient involvement.